Manufacturer narrative:
(B)(4). UDI not complete as the lot# was not provided by the customer.

Event description:
It was reported that: "tip of stylet broke off and remained in patient. This happened at regions hospital and then the patient was transferred to children's. Patient's current condition is that they are still on oxygen, has had complications from being born prematurely. Infant had an additional procedure to retrieve the broken fragment. Any long-term injury from this is unknown at this time."

Event description:
It was reported that: "tip of stylet broke off and remained in patient. This happened at (B)(6) hospital and then the patient was transferred to (B)(6). Patient's current condition is that they are still on oxygen, has had complications from being born prematurely. Infant had an additional procedure to retrieve the broken fragment. Any long-term injury from this is unknown at this time."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.